Event description:
Hosp reported when a balloon catheter was being inflated with an inflation device the gauge wasn't showing the proper readings as the balloon was inflating. This was noted during prep. There was no pt injury. The used device will be returned by the end user.